Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 pro analyzer, and identified the failure mode as clogged lines, and a worn syringe and electrode. The fse cleaned bunm (modular blood urea nitrogen) lines and replaced the tricontinent syringe and bunm electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneous low bunm (modular blood urea nitrogen) patient results on their system unicel dxc 800 pro instrument. The customer stated that the low bunm patient results were not reported out of laboratory. There was no effect to patient treatment in connection to the event. Customer did not provide data. Quality control was within specification prior to event.